Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited far r wave oversensing. No intervention was reported. The patient experienced no adverse consequences.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of noise oversensing was not confirmed. The device was received within normal outputs and normal leads impedance. The device image and session records analysis indicated the device was operating in normal conditions. Electrical and mechanical tests performed including output verification, sense threshold test, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Manufacturer narrative:
Correction: h6: the investigation conclusion code should be d14 no problem found instead of d15 cause not established.